Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was defective or damaged tubing. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the indent needle was used, the extension tube was bulged."

Manufacturer narrative:
Investigation summary: in response to the event a device history review was conducted for lot number 1050976. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.